Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was not responding to presses as expected. The pump touchscreen was determined to be working during a follow up call. The customer stated they wished to continue using their current pump as insulin therapy. Customer reported blood glucose level was 205 (mg/dl).